Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can more than likely be attributed to touch contamination during ccpd therapy as reported to by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with a cloudy peritoneal effluent fluid bag. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic on (B)(6) 2025 presented with staphylococcus epidermidis in the culture a wbc count of 139/mm3. The patient was diagnosed with peritonitis that was more than likely attributed to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was hospitalized on (B)(6) 2025 following treatment in the outpatient clinic. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg to address the infection. The patient was able to continue pd therapy while hospitalized. The patient was discharged home on (B)(6) 2025. The patient¿s peritonitis was attributed to contamination; however, it was expressed that the patient continues to have difficulty with connecting to the new design of the liberty cycler set. Regardless, there was no specified malfunction or deficiency of any fresenius product(s) or device(s) indicated as the cause of this patient¿s infection. The patient remains on antibiotics post-discharge as he recovers from this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with a cloudy peritoneal effluent fluid bag. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic on (B)(6) 2025 presented with staphylococcus epidermidis in the culture a wbc count of 139/mm3. The patient was diagnosed with peritonitis that was more than likely attributed to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was hospitalized on (B)(6) 2025 following treatment in the outpatient clinic. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg to address the infection. The patient was able to continue pd therapy while hospitalized. The patient was discharged home on (B)(6) 2025. The patient¿s peritonitis was attributed to contamination; however, it was expressed that the patient continues to have difficulty with connecting to the new design of the liberty cycler set. Regardless, there was no specified malfunction or deficiency of any fresenius product(s) or device(s) indicated as the cause of this patient¿s infection. The patient remains on antibiotics post-discharge as he recovers from this event.